Manufacturer narrative:
The event occurred in (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were drops of ¿fat¿ inside the overpouch of an exactamix valve set. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted excess silicone on the interior of the packaging. Silicone oil is a part of the manufacturing process, used to lubricate the insertion of the valve cores into the valve body. The reported condition was verified and the cause is attributed to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.